Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and a motor error when attempting to prime. The blood glucose reading was 130 mg/dl. The drive support cap was sticking out. The customer did not recall how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded loose drive support disk also, with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The motor passed the motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.